Manufacturer narrative:
Na.

Event description:
The customer received a questionable troponin t gen5 stat result for one patient sample from the cobas 6000 e 601 module. The patient was in the ER and the result from the first sample was <6 ng/l. A second sample that was drawn 2 hours later had a result of 33.27 ng/l. The patient was admitted to the hospital. A third sample was drawn 2 hours later and had a result of <6 ng/l. The second sample was then repeated on the original instrument and on the another instrument. Both results were <6 ng/l and were believed to be correct. All of the results were reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot was 305649. The expiration date was requested but was not provided. The field service representative inspected the analyzer and found the mixing paddle was bent out of adjustment. He realigned the mixing paddle, inspected the reagents for foam/bubbles and found none. The customer ran qc and results were within acceptable limit. The customer ran several samples on both c6000 analyzers and the results were acceptable. The field service representative ran performance testing which passed.